Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. The patient also experienced a cardiac arrest and ventricular tachycardia. The patient had an implanted cardiac defibrillator (ICD) that had recently been used 30-40 times prior to today¿s procedure. The patient was on the table, the ICD was disabled and they went into the heart using retro aortic access, and they also created epicardial access. The patient was also on an impella (heart pump) from the beginning of the procedure before doing any mapping. The patient was experiencing ventricular tachycardia that then turned into ventricular fibrillation several times during the procedure. The patient had to be shocked with an external defibrillator approximately 8 times and while waiting for the paddles to charge manual CPR was also administered. The patient also received epinephrine and amnio. After the 7th or 8th external defibrillation, the patient¿s blood pressure dropped. They confirmed the effusion via an intracardiac echocardiogram. A pericardiocentesis was performed and withdrew 600 ml of fluid. The also required blood transfusion. The quantity of the transfusion was unknown at the time of the call. The patient¿s lips were blue several times, indicating hypoxia. No other medical intervention was provided. At the time of the call, the patient was reported stable and was in the intensive care unit. The physician indicated that having the sheath (non bwi) and the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter in the patient during defibrillation, may have caused the effusion. The case was not part of a study. The physician does not think biosense webster, inc. Product malfunction contributed to the adverse event. After he pulled some catheters at the end of the case, the patient went into vt/vf and required defibrillation. Perhaps a sheath still in the body at the time caused a perforation during the shock administration. The patient was still intubated in the intensive care unit (ICU) and having torsade de pointes (polymorphic ventricular tachycardia). The patient required extended hospitalization because of the adverse event in the intensive care unit (ICU). The patient has a history of cocaine abuse and myocardial infarction (mi). Transseptal puncture was performed with a brk needle. Ablation was performed prior to noting the cardiac tamponade and there was no evidence of a steam pop. The event occurred post ablation phase after ablation catheter removed. Irrigated catheter was used in the event and the flow setting were set to standard settings. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. Error messages 1007 was observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag with the visitag module parameters for stability set at 3mm, 3sec, 25% 3g with no additional filter used, color option used was impedance. The sheath was not a bwi device. It was also reported that at the beginning of this same case, the carto 3 system crashed during the mapping procedure. The system was rebooted and the study was reopened but then the carto 3 system displayed an error code 1007: chest patch sensor error. The patch unit was replaced and the procedure continued. The software crash issue occurred before the injury. The software crash issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The c-3 location patch issue was assessed as not MDR reportable. This was highly detectable. Since the adverse event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable under both the thermocool® smart touch® sf bi-directional navigation catheter and the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 21-jul-2022, noted a correction to the 3500a follow-up #4 as omitted the h4. Device manufacture date. Therefore, added this date to this field.

Manufacturer narrative:
The device evaluation was completed on 29-jun-2022. It was reported that a 45-year-old male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. The patient also experienced a cardiac arrest and ventricular tachycardia. The soundstar product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection of the returned device. The device was visually inspected and it was found in good condition. Then, a deflection test was performed and it was found within specifications, the catheter was deflecting correctly. Then, carto 3 visualization was performed and error 61121 was displayed. Atlas transducer test was performed and the device passed the test. The resistance of the coils was measured from the connector and all coils were within specification. The soundstar was dissected and corrosion was not found, therefore, the issue could be related to the pc board. A manufacturing record evaluation was performed and no internal action was found during the review. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported adverse event issue. -investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause traced to component failure (d02) / component code: circuit board (g02005) were selected to the bwi product analysis observed the pc board issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 08-apr-2022, noted a correction to the 3500a follow-up #2 as omitted the following from h10. Additional manufacturer narrative: "the bwi product analysis lab received the device for evaluation on 22-mar-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted." In addition, should have populated d9. Device available for evaluation, d9. Date device returned to manufacturer, d9. Is device returned to manufacturer?, h3. Device evaluated by manufacturer?. H3. Reason for non- evaluation, h6. Type of investigation, h6. Investigation findings and h6. Investigation conclusions.

Manufacturer narrative:
Initially the concomitant product of decanav catheter was reported in the 3500a initial report. Additional information received on 22-mar-2022, updated the product to 7fr decan, 11p, f, 2.4mmle, 282mm. Therefore, updated d10. Concomitant medical products and therapy dates field. In addition, provided lot number for the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. Therefore, processed d4. Lot and d4. Expiration date fields. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 18-mar-2022 noted a correction to the 3500a initial as missing the patient consequence code of ventricular fibrillation. Therefore, added to "h6. Health effect - clinical code" field.